Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented as an in-patient to the hospital for unrelated reasons. Upon device interrogation, the patient exhibited rates in the thirty¿s and the right ventricular lead exhibited noise oversensing leading to pacing inhibition. It was suspected that the noise was coming from the patient¿s left ventricular assist device. Programming changes were made. The patient was stable.